Manufacturer narrative:
Device evaluation of monitor sn 07037654 has been completed. The reported problem (resetting) has been confirmed. As received, the monitor would not fully power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn connection, which was discovered through the use of a flash memory test. The intermittent connection is likely mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor was resetting.